Event description:
Approx seven months after treatment with a cypher stent, restenosis was found within one of three cypher stents. This pt presented to cath with stable angina, positive functional study, for liver transplant evaluation, 65% lvef and 3-vessel disease was found. Elective pci was performed on a 70% de novo lesion in the mid left anterior descending artery of 25mm in length in a 2.5mm vessel diameter. There was heavy calcification present. The lesion was pre-dilated with a 2.5x12mm balloon at 8atm before deploying one 2.5x28mm cypher at 18atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the 1st diagonal of 10mm in length in a 2.5mm vessel diameter. The lesion was ostial and there was heavily calcified. The lesion was pre-dilated before deploying one 2.5x13mm cypher. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
Pci was performed next on a 70% de novo lesion in the proximal right coronary artery of 20mm in length in a 3.5mm vessel diameter. The lesion was pre-dilated before deploying one 3.5x23mm cypher stent. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. There were no procedural complications and the pt was discharged on the following day. One week later, the pt was reported to have chest pain/unstable angina. It was noted as unrelated to the intervention and the procedure. Approx six months after the procedure, the pt had a liver transplant. This too was unrelated to the study device and the procedure. Approx seven months after the procedure, the pt presented with anginal complaints and was referred for cath. It was found that there was 70% in-stent restenosis in the previously implanted stent in the mid lad and peri-stent stenosis within 5mm of the previously implanted stent. It was treated by ballooning. One week later, the pt had cath with no intervention and a stress test. This was related to the index procedure. This product is not available for testing and evaluation.